Event description:
On june 08, 2022, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio reflect meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged issue began on (B)(6) 2022. The patient manages their diabetes with insulin. The reporter claimed the patient stopped taking their insulin when they were unable to obtain a blood glucose reading due to error message appearing. The reporter claimed that on (B)(6) 2022, the patient started not feeling well after stopping their insulin; they started feeling ¿tired and sluggish¿. The reporter claimed that 2 days after the onset of symptoms, the patient attended the emergency room (ER) where they were treated with intravenous (IV) fluids. The reporter claimed the patient¿s blood glucose was measured on the ER meter prior to treatment, but the result obtained is unknown. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca walked the patient through a retest and the alleged error message was not reproduced. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes after they reportedly stopped taking their insulin due to the alleged meter issue.